Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was observed to be depleting quickly. The contact reported the battery dropped from 50% to 10%. The customer¿s blood glucose was not impacted. Multiple follow up attempts were made to complete troubleshooting with the customer; however, the customer did not respond to follow up attempts.